Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during testing, the battery compartment was found to be cracked. Unrelated to this issue, the keypad cover was returned peeling off the pump. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed damaged to the battery compartment. This report is made based on results of investigation completed on (B)(6) 2015.